Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was separating. The following information was received by the initial reporter with the following verbatim: it was reported by the customer that bd alaris pump infusion set tubing is disconnecting at the pump segment. Clear tubing is disconnecting at the blue plastic piece that loads into the alaris pump.

Event description:
Materials: 2420-0007, batch#: 24095394. It was reported by the customer that bd alaris pump infusion set, tubing is disconnecting at the pump segment clear tubing is disconnecting at the blue plastic piece that loads into the alaris pump. Verbatim: bd alaris pump infusion set, tubing is disconnecting at the pump segment clear tubing is disconnecting at the blue plastic piece that loads into the alaris pump.

Manufacturer narrative:
It was reported that the tubing separated from the blue safety clamp. Two samples model 2420-0007, lot 24095394 were returned for investigation. The sets were examined for defects and abnormalities. For both sets the tubing was separated below the pump safety clamp. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the root cause could be related to lack of solvent for an incorrect insertion of tubing to solvent dispenser by the production personnel due to opportunities with the solvent dispenser. Reported lot was manufactured on october 14th, 2024, before actions state implemented for a similar condition reported. Following actions were defined: an accessory to be implemented to the medica solvent dispenser that assists the production personnel in guiding the tubing to the insertion point. Approved on oct 30th, 2024. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.